Event description:
It was observed that during device evaluation, the gastrointestinal videoscope exhibited foreign object in the water/air vent where the water air button is installed on the control body, and the mage had a blackout and a whiteout. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign object in the water-air vent, where the water-air button is installed on the control body could not be determined. The event can be detected/prevented by following the instructions for use which are stated in: evis lucera gif/cf/pcf type 260 series operational manual chapter 3 preparation and inspection for detection, and in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures for prevention. The cause of the blackout and whiteout image was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.